Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? Was the needle removed from the patient? Procedure name? Was the procedure completed successfully? Lot number?

Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2022 and suture was used. During the procedure, it was reported the needle came off and it could not be found. Further details are not provided from the hp. No sample will be returned. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/24/2022 additional information: h6 h6 component code: g07002 no device return additional information was requested, the following was obtained: was the needle removed from the patient? =>the detached needle could not be found. Additional information was requested, but unavailable: did the needle fall into the patient? =>no further information is available. Procedure name? =>no further information is available. Was the procedure completed successfully? =>no further information is available. Lot number? =>no further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.